Event description:
A consumer reported that approx two weeks after having multifocal intraocular lenses (iol) implanted bilaterally, she sees halos around all lights, is sensitive to lights and can't drive at night. She stated that she is unhappy. She will continue her postoperative care with her surgeon. Additional info was requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).